Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Previous device diagnostic testing was within normal limits, indicating proper device function at that time. Review of x-ray by radiologist revealed that the lead was disconnected from the generator. It was reported that the pt had recently fallen. The lead was replaced. Prior to lead replacement surgery, the pt was reportedly having an increase in seizure activity and prolonged post-ictal status. It is believed that the seizure increase was an increase above the seizure level with vns therapy and not an increase above the pt's pre-vns baseline frequency.